Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Literature attachment: successful mitraclip for severe mitral regurgitation secondary to papillary muscle rupture as a complication of transcatheter aortic valve replacement concomitant medical product: other mitraclip. Date of event has been estimated. Therapy date has been estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This event is filed for mitral stenosis. It was reported through a research article titled: successful mitraclip for severe mitral regurgitation secondary to papillary muscle rupture as a complication of transcatheter aortic valve replacement, that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). Two mitraclips were implanted on (B)(6) 2017 successfully reducing mr to grade 1 and a mean mitral valve gradient of 5 mm hg. At the three month follow-up visit, the patient had significant improvement in symptoms and had mr grade 1, well-affixed mitraclips, but a mean mitral valve gradient of 6 mm hg. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported mitral stenosis appears to be related to patient/procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.